Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the stent was damaged. The taxus liberte drug eluting stent was found to be damaged during the procedure. A stent strut "stood up outwards". The stent was removed with no problems. The procedure was completed with another device and there were no patient complications as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.